Manufacturer narrative:
The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. In the analysed complaint the actuator was mechanically damaged, the plastic component which holds the actuator broke and the actuator detached from one side. Based on analysis of previous complaints, the actuator can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when the obstacle is placed under the bed. According to the instruction for use, 831.374-h: ¿keep all equipment (...) Away from moving parts and pinch points.¿ in the analyzed case, this hypothesis could not be confirmed as the actuator bracket and the bed frame did not have any other damages. The root cause was classified as the component failure that occurred due to unknown reason. The actuator was found to be mechanically damage and from that perspective, the device did not meet performance specifications. The device was in use when the issue occurred and from that perspective it played role in the event. It was decided to report this case as the detected malfunction of the hi-low actuator results in the unexpected movement of the bed platform. No injury was claimed.

Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Based on the collected information, the actuator responsible for the up and down movement of the bed's platform detached from one site. The citadel plus was in use at that time by a patient. No injury was claimed.